Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that no alert/notification occurred. On (B)(6) 2025, the patient was found unconscious at her house. The blood glucose decreased but she never received an alert or alarm and alarms nor were any sent to her parent's cell phones (followers). In addition, the patient reported experiencing a connection issue. The patient did not show up for work at 6:00 am that day so her job started calling her phone and her parents made it over to her house because she did not drop off her dog, which she usually does before going to work. That is when she was found unconscious and seized in her house. When asked for medications given, the patient is uncertain since she was unconscious but said she was given insulin from her mobi insulin pump. The patient was taken to the hospital but there was no documentation about a medical intervention, nor the treatment provided as the patient couldn't remember. At the time of the report the patient was fine. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Data was further reviewed. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled.